Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a missing sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).